Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, patient's child threw the pump into a pool of water. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.